Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-000218.

Event description:
It was reported that the patient presented with a fractured eleos tibial hinge w/ rotational stop and a loosened eleos canal filling segmental stem that occurred after the patient fell in the shower. The implanting surgeon performed a revision surgery on (B)(6) 2022. During the revision surgery the following implants were implanted: eleos cemented segmental stem, eleos distal femur, eleos tibial poly spacer 8mm, eleos male-female midsection 60mm, eleos distal femur axial pin, eleos male-female midsection 90mm, and eleos tibial hinge w/ rotational stop. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the event could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient presented with a fractured eleos tibial hinge w/ rotational stop and a loosened eleos canal filling segmental stem that occurred after the patient fell in the shower. The implanting surgeon performed a revision surgery on (B)(6) 2022. During the revision surgery the following implants were implanted: eleos cemented segmental stem, eleos distal femur, eleos tibial poly spacer 8mm, eleos male-female midsection 60mm, eleos distal femur axial pin, eleos male-female midsection 90mm, and eleos tibial hinge w/ rotational stop. No additional information regarding this adverse event has been provided.